Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon fired the first clip to occlude a vessel intra-operatively, the tip of the clipper were not coming together properly. It was stated that they were unable to engage clips correctly to ensure a tight seal and prevent clipfrom falling together. A new clip applicator was used of same model which worked correctly. There was no patient injury.